Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reported that they received pump error alarm when using the machine that emits electromagnetic waves to warm the body.  No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. The device was returned for this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running. Alarm per event date (B)(6) 2022. Device received with critical device error (open book) and thus download unsuccessful due to moisture damage on electronics assembly stack electric board . Unable to performed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical device error. Unit received with moisture damage noted on, 40 pin flexible printed, electronics stack elecytric board , and motor. However, unit tested with reference test electronics stack electric board was able to boot up properly with no unexpected critical device error alarm noted. No physical damage noted during visual inspection. The unit p-cap / test reservoir locks in place properly. Critical device error (open book image) alarm confirmed due to moisture damage. Device exposed to moisture confirmed medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.